Event description:
I began using poligrip when I had my upper teeth removed in 1996. By 1998, I began experiencing numbness and loss of balance when I walked. In 2004 or so, I was diagnosed with neuropathy. Blood tests and treatment did not discover and know reason, condition is permanent and not treatable. Feet started to lose feeling and balance was affected. As time went on, I lost feeling in my hands and legs up to knees. My health is good except for loss of feeling and balance. I take pain medication to sleep at night as feet feel like they are tingling. This condition appears permanent and my doctors have no other explanation for the condition. Neuro tests did not suggest any course of treatment possible. Condition appears to be not treatable based on specialist's position. Loss of balance and numbness is ever present and not treatable based on my medical advice. Dose or amount: denture cream. Frequency: once-twice daily. Route: oral. Dates of use: (B)(6) 1998 - (B)(6). Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced: no.